Event description:
Pt was implanted with the esteem system (B)(6) 2012. Patient was on long-term steroid use after the initial implant and had a skin breakdown around the sp. This was treated 3 times with antibiotics and healed the first two times, the last event caused the device to have to be explanted. Explant of device on (B)(6) 2014 to support treatment of infection.

Manufacturer narrative:
Pt was treated with antibiotics.